Event description:
It was reported that the patient was able to move the implanted device approximately one-eighth inch inferior/superior. There are no other issues with the device. The implant surgeon performed surgery on (B)(6), 2010 to surgically tie down the device to secure it in place.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's device remains implanted. This is the final report.